Manufacturer narrative:
Dev ice evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken on posterior side assessed, as an unidentified (tear) opening (shell thickness within spec). And observed, missing shell assessed, as inconclusive. Additional observations: wear abrasion observed, on the device.

Event description:
Patient reported, right side rupture. Device has been explanted.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.